Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : discarded.

Event description:
It was reported that the surgeon performed a revision surgery to remove the implant due to patient condition. There will be another surgery performed at a later date to replace the implant that was removed.

Event description:
It was reported that the surgeon performed a revision surgery to remove the implant due to patient condition. There will be another surgery performed at a later date to replace the implant that was removed.

Manufacturer narrative:
Updated: h6 it was reported that patient had infection (staph pasteuri). As a result, the device was removed and the patient was treated with antibiotics. The sales rep could not provide any other information except that he saw the device being sterilized. This case was presented to stryker's medical expert and he stated that " if the sterilization of the implant is documented, then the implant do not cause the infection.". H3 other text : discarded.